Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has received some complaints from nursing staff about the catheter in the attached foley tray. Users stated that after insertion there was fluid leaking from the insertion site. It seems they have narrowed it down to lot ngkw3747. Were there any known bulletins or recalls related to this product. Per customer follow up information received via email on 09dec2025, the reports of the leaking catheters per nursing staff have a full 10ml of fluid when they are being removed. Nursing staff stated that leaking is occurring around the catheter at the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has received some complaints from nursing staff about the catheter in the attached foley tray. Users stated that after insertion there was fluid leaking from the insertion site. It seems they have narrowed it down to lot ngkw3747. Were there any known bulletins or recalls related to this product. Per customer follow up information received via email on 09dec2025, the reports of the leaking catheters per nursing staff have a full 10ml of fluid when they are being removed. Nursing staff stated that leaking is occurring around the catheter at the urethra. Per customer follow up information received via email on 10feb2026, it was reported that they still had thirty-nine units of product a947316, lot ngkw3747, set aside. They appreciated any insight on this issue, as these products had been set aside for multiple months. Per customer follow up information received via email on 24feb2026, it was reported the original reported lot is ngkw3747. However, they have had multiple lots with the same issues presented. They do have 39 samples of lot ngkw3747 in the supply chain department. They have been waiting for communication on what they should do with these products for multiple months. They have a reference number, but do not have a serial number, (B)(6). Patient required new foley catheter placement, unnecessary soiled linen, and dignity of the patient. They verified no dependent loops or kinks in tubing, flushed via port to assess for blockage, verified red seal intact and not broken on all the catheters leaking, verified foley catheter was secured appropriately to the patient with statlock, verified the correct amount of sterile h20 in the catheter balloon. This was verified on removal of the catheter. Also, on (B)(6) 2026, they have two patients with the same issue leaking catheters. One is a male patient, and one is a female patient. They unfortunately do not have the lot or serial numbers for these.